Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the device exhibited several non-sustained right ventricular over-sensing due to myopotentials over-sensing. Secure sense also inhibited therapy in one event. Programming changes were made. The patient did not experience any symptoms before, during, and after the reprogramming.